Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned. There was a normal transseptal procedure, and the was advanced into the laa. The closure device was prepped by de-airing and flushing the device. Once it was cleared of air the physician advanced the device into the access sheath. The closure device was deployed in the laa. The deployment of the device appeared normal and met release criteria. The device was successfully implanted in the laa of the patient. Post procedure transesophageal echocardiogram was performed to check for any effusions. At this time it was discovered that the patient had a pericardial effusion. Therefore, a pericardial tap was performed. 1000cc of fluid was drained from the patient. No surgical intervention was needed for this. It was further reported that the patient was discharged from the hospital on (B)(6), 2019 and was doing well.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned. There was a normal transseptal procedure, and the was advanced into the laa. The closure device was prepped by de-airing and flushing the device. Once it was cleared of air the physician advanced the device into the access sheath. The closure device was deployed in the laa. The deployment of the device appeared normal and met release criteria. The device was successfully implanted in the laa of the patient. Post procedure transesophageal echocardiogram was performed to check for any effusions. At this time it was discovered that the patient had a pericardial effusion. Therefore, a pericardial tap was performed. 1000cc of fluid was drained from the patient. No surgical intervention was needed for this.